Event description:
Customer reported an issue with the alaris pump module administration set spontaneously disconnecting from the ICU medical microclave valve on a central line that has resulted in leakage. Stated the disconnection occurs during various different infusions (not chemo) on long term patients. The disconnection has not been related to the patient's activity level. No patient harm reported. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer report of set disconnected from microclave valve and leaked could not be confirmed due to product was not returned for failure investigation. The root cause of this failure could not be identified.